Manufacturer narrative:
Patient identifier is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect total bhcg on ID (B)(6) of 2317.75 miu/ml, retest negative of <1.2 miu/ml. No impact to patient management was reported. Race and "ethnicitiy" not provided.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed to architect i2000sr, list 3m74 (irving, tx as manufacturing site) and submitted under manufacturer report number 1628664-2019-00108. All further information will be documented under MDR number 1628664-2019-00108. Evaluation is in process.